Event description:
A cracked and shattered touchscreen on a customer's pump was reported, rendering the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The damage occurred when an object fell on the area where the pump was worn at work. Tandem technical support arranged for a replacement pump to be sent to the customer and advised them to use multiple daily injections of insulin as a backup therapy.